Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the insertion needle remained in the customer¿s body after insertion. The customer's blood glucose was unknown at the time of incident. Mother stated while inserting the enlite sensor the insertion device broke leaving the insertion needle in the customer body. Mother stated that she had to remove the needle manually and cause bleeding. The sensors will not be returned for analysis.